Event description:
It was reported that during a laparoscopic tubal ligation procedure, when inserting the instrument through the device, a whitish-colored ring-shaped piece of the seal fell into the abdomen. The surgeon saw this happen and the object was retrieved. The case completed with no pt consequences.